Event description:
It was reported that customer experienced hyperglycemia with a blood glucose value of 32mmol/l at the time of the event. The customer has treated hyperglycemia using injection. The customer stated no symptoms. Troubleshooting was performed and it was found that the auto mode feature was active at the time of the event. No further patient complications were reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.